Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening while an invisalign product was being used.

Event description:
The patient reported symptoms of scratches, redness, soreness, swelling and erythema on the neck, redness and erythema on the chest, sore, swollen and redness of the lips, tongue and oral mucosa (cheeks and gums), tingling lip, gag reflex, confusion and a sensation of swollen throat. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported being prescribed benadryl (antihistamine), by the treating doctor, to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018. The treating doctor considered the event was potentially serious in nature and/or life threatening to the patient.